Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to a fracture. Subsequently, additional information was received that this rv lead exhibited pacing impedance measurements of greater than 3000 ohms, and the r waves decreased to 1.4mv. The decision was made to cap and abandon this lead. There were no adverse patient effects reported.